Event description:
When using an icesphere needle during a cryoablation procedure, the needle shaft started to collect ice during the 1st freeze cycle. A warm compress was placed on the skin to prevent injury and the procedure was continued. The procedure was completed with no injury to the patient. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were found. The reported frosting on the shaft was confirmed as the needle failed investigation. Based on disassembly of the needle, the investigation testing results showed insufficient vacuum insulation. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
When using an icesphere needle during a cryoablation procedure, the needle shaft started to collect ice during the 1st freeze cycle. A warm compress was placed on the skin to prevent injury and the procedure was continued. The procedure was completed with no injury to the patient. The needle will be returned for investigation.